Event description:
It was learned that a 23mm medtronic evolut transcatheter valve was implanted on (B)(6) 2017 and was explanted on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).